Event description:
It was reported that this was an arteriotomy closure of an right common femoral artery using the pre-close technique prior to an interventional appendage closure procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16fr sheath and the interventional appendage closure procedure was completed. Reportedly, post procedure, the sutures did not close completely and oozing was noted. Hemostasis was achieved with manual compression and use of a femostop to hold pressure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: a partial UDI was provided as the lot number is not known.